Manufacturer narrative:
One device as returned for analysis with complaint that leak was observed. The connection between the anti-siphon valve (asv) valve and the y tubing was observed to have some play, when it should be firmly bonded. Visual and functional testing was performed. A leak was observed from the asv valve immediately. When disconnecting the split-y tubing from the asv valve, the male luer lock was observed to be broken, and the tip of the male luer remain lodged in the other connector's luer. The complaint of leakage was confirmed. The probable cause is due to unintentional bending forces.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that "leak observed at the purple connection (without being able to harden the connection)." The patient was in pain all afternoon and needed several painkillers before the leak was detected. There is patient involvement and unknown adverse event reported.